Manufacturer narrative:
Continuation of d10: product ID:10fcc13 product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a decrease in blood pressure was observed. After all devices were removed from the left atrium, a pericardial effusion and cardiac tamponade were identified, with accumulation of blood in the pericardium requiring evacuation. Pericardial needle placement and evacuation of blood were performed, and the effusion stopped. The patient never lost blood pressure completely. The physician remarked that the event was likely due to the transseptal puncture. The procedure was completed. No further patient complications have been reported as a result of this event.